Event description:
The customer reported low erroneous thyroid-stimulating hormone (tsh) results for several pts involving access immunoassay system. The pt samples were retested on another access immunoassay system which produced acceptable results. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility and discovered the buffer supply line inside the unit cracked. The fse replaced the cracked tubing and returned the unit to operation. This reportable event was identified during retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-02749.